Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. Intuitive surgical, inc. (Isi) has requested the customer return the products involved with this event, but the products have not been received. It is unknown what color sureform 60 reload was involved with this event; therefore, a general sureform 60 reload is being captured in this report. A follow-up MDR will be submitted if the instrument and reload are returned (post failure analysis evaluation) or if additional information is received. Logs show that the sureform 60 stapler instrument used in the procedure, was installed on the system 5x and fired 5 reloads (1 green, 2 blue, 2 white, in that order). There were no incomplete clamps, firing failures, or unclamp failures for this instrument. There was 1 pause for compression on firings #1 and #4, and 2 pauses for compression on firing #5. Firings #2 and #3 were completed with no pauses for compression. There were no stapler related errors in the logs and no record of engagement failures for this instrument. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No engagement issues were observed during this procedure. This event is being reported due to the following conclusion: it was reported that after a da vinci-assisted sleeve gastrectomy procedure, a staple line fired by the sureform 60 stapler instrument bled. A secondary operation was required to resolve the bleeding event.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, a staple line fired by the sureform 60 stapler instrument (with an unknown sureform 60 reload color) bled. It was reported that there were no complications other than instrument engagement issues during the procedure. Post-operatively, the patient experienced increased heart rate and underwent a re-operation. The staple line was found to be bleeding and the surgeon sutured the staple line to resolve the bleed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.